Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a polarx fit balloon was selected for use. However, when the physician tried to start ablating a blood detection error message was displayed, therefore he decided to replace the device, and the issue was resolved. The procedure was completed with no patient complications. The device is expected to be returned for laboratory analysis.